Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): correction/additional information. The sample is no longer available for evaluation. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an interlink system continu-flo solution set in which the interlink septum collapsed. According to the report, a nurse went to give morphine through the medication port below the pump with a needleless connector (unknown becton dickinson needleless access device). A few minutes later the patient called out saying that he was bleeding. The interlink port septum had collapsed and broke open causing the patient to bleed out of the medication port. The tubing had been in use for about 45 hours (standard tubing changes are every 72 hours). It was a regular maintenance IV fluid line with nothing special running through it. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.